Manufacturer narrative:
The first conclusions are as follows: the ventricular and atrial setscrews were found completely unscrewed and were lying on the top of silicon cap. The most likely hypothesis is that the physician has completely unscrewed the screw before inserting fully the screws and he was not able to screw them again.

Event description:
At the moment of the implant the physician couldn't implant the device because he had issues with the screwing of the lead into the head connection of the device.

Event description:
At the moment of the implant the physician couldn't implant the device because he had issues with the screwing of the lead into the head connection of the device. Lead: vega r58 microport lead sn: (B)(6).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and the ventricular setscrews were found completely unscrewed. This complete unscrewing has most probably led to the impossibly to screw again the setscrew. Indeed, once the setscrew is completed unscrewed (out of its cavity) it is difficult to screw again. - based on the available data, no issue is suspected on the subject pacemaker. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
At the moment of the implant the physician couldn't implant the device because he had issues with the screwing of the lead into the head connection of the device.